Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 472 mg/dl at the time of incident and the current blood glucose of the customer was 404 mg/dl. Customer treated with pen and bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer reports bolus wizard was programmed accurately. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and also for possible site or insulin issues. Customer declines to continue troubleshoot for high blood. The product will not be returned for analysis.